Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that during a routine device check, pace impedance measurements on the right ventricular (rv) lead were observed to be greater than 3,000 ohms with no capture. The physician chose to continue to monitor this observation. No adverse patient effects were reported with this clinical observation.